Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation result there was the possibility that the reported phenomenon was attributed to the following occurrence mechanism. - the subject device (xenon lamp) was damaged and switched to an emergency lamp, because the voltage could not be applied to the xenon lamp normally due to a malfunction of the internal power supply of the light source device. There was the possibility that the malfunction of the power supply was attributed to the accidental failure or aged deterioration because six years have passed since the manufacturing of the light source device.

Event description:
Olympus medical systems corp. (Omsc) was informed that during diagnostic procedure with the subject device (xenon lamp), suddenly there was a sound, and the light source device (clv-s190) used in combination with the subject device was switched to emergency lamp. The user facility continued and completed the intended procedure without replacing the device. There was no report of patient injury associated with the event.